Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and haematochezia ("other injury(ies) or complication (s) please describe: bloody stools") in an adult female patient who had essure (batch no. A46117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". The patient's concurrent conditions included morbid obesity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping/pain lower right side of stomach"), genital haemorrhage (seriousness criterion medically significant), vomiting ("other injury(ies) or complication (s) please describe: vomiting."), mood altered ("hormonal changes describe: frequent mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: acute vaginitis"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), weight decreased ("weight loss"), diarrhoea ("other injury(ies) or complication (s) please describe: persistent diarrhea"), haematochezia (seriousness criterion medically significant), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: had trouble eating certain things that before I was able to eat without problems, gerd") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vomiting, mood altered, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract disorder, migraine, headache, nausea, weight decreased, diarrhoea, haematochezia and gastrooesophageal reflux disease outcome was unknown and the dyspareunia, abdominal pain lower, depression, anxiety, bladder disorder, dysmenorrhoea and fatigue had resolved. The reporter considered abdominal pain lower, anxiety, bladder disorder, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, haematochezia, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection, vomiting and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs+mr received: new events: genital haemorrhage, mood altered, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, weight decreased, fatigue, gastrooesophageal reflux disease, diarrhoea, haematochezia, vomiting, device monitoring procedure not performed, reporter, patient demographic information, product lot number were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and haematochezia ('other injury(ies) or complication (s) please describe: bloody stools') in an adult female patient who had essure (batch no: a46117-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". The patient's concurrent conditions included morbid obesity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: had trouble eating certain things that before I was able to eat without problems, gerd"). On (B)(6) 2016, the patient was found to have weight decreased ("weight loss almost 100 lbs "). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping/pain lower right side of stomach"), genital haemorrhage ("abnormal bleeding (general)"), vomiting ("other injury(ies) or complication (s) please describe: vomiting."), mood altered ("hormonal changes describe: frequent mood changes"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: acute vaginitis"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), diarrhoea ("other injury(ies) or complication (s) please describe: persistent diarrhea"), haematochezia (seriousness criterion medically significant), fatigue ("fatigue") and vulvovaginal swelling ("vaginal swelling"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vomiting, mood altered, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract disorder, migraine, headache, nausea, weight decreased, diarrhoea, haematochezia, gastrooesophageal reflux disease and vulvovaginal swelling outcome was unknown and the dyspareunia, abdominal pain lower, depression, anxiety, bladder disorder, dysmenorrhoea and fatigue had resolved. The reporter considered abdominal pain lower, anxiety, bladder disorder, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, haematochezia, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal swelling and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. The following information was received from social media vaginal swelling. Lot number reported ( a46117) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and haematochezia ("other injury(ies) or complication (s) please describe: bloody stools") in an adult female patient who had essure (batch no. A46117 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". The patient's concurrent conditions included morbid obesity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping/pain lower right side of stomach"), genital haemorrhage (seriousness criterion medically significant), vomiting ("other injury(ies) or complication (s) please describe: vomiting."), mood altered ("hormonal changes describe: frequent mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: acute vaginitis"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), weight decreased ("weight loss"), diarrhoea ("other injury(ies) or complication (s) please describe: persistent diarrhea"), haematochezia (seriousness criterion medically significant), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: had trouble eating certain things that before I was able to eat without problems, gerd") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vomiting, mood altered, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract disorder, migraine, headache, nausea, weight decreased, diarrhoea, haematochezia and gastrooesophageal reflux disease outcome was unknown and the dyspareunia, abdominal pain lower, depression, anxiety, bladder disorder, dysmenorrhoea and fatigue had resolved. The reporter considered abdominal pain lower, anxiety, bladder disorder, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, haematochezia, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection, vomiting and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Most recent follow-up information incorporated above includes: on 14-aug-2018: update of information (batch is invalid). Incident : no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and haematochezia ('other injury(ies) or complication (s) please describe: bloody stools') in an adult female patient who had essure (batch no. A46117 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". The patient's concurrent conditions included morbid obesity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: had trouble eating certain things that before I was able to eat without problems, gerd"). In (B)(6) 2016, the patient was found to have weight decreased ("weight loss almost 100 lbs "). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping/pain lower right side of stomach"), genital haemorrhage ("abnormal bleeding (general)"), vomiting ("other injury(ies) or complication (s) please describe: vomiting."), mood altered ("hormonal changes describe: frequent mood changes"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: acute vaginitis"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), diarrhoea ("other injury(ies) or complication (s) please describe: persistent diarrhea"), haematochezia (seriousness criterion medically significant), fatigue ("fatigue") and vulvovaginal swelling ("vaginal swelling"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vomiting, mood altered, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract disorder, migraine, headache, nausea, weight decreased, diarrhoea, haematochezia, gastrooesophageal reflux disease and vulvovaginal swelling outcome was unknown and the dyspareunia, abdominal pain lower, depression, anxiety, bladder disorder, dysmenorrhoea and fatigue had resolved. The reporter considered abdominal pain lower, anxiety, bladder disorder, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, haematochezia, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal swelling and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. The following information was received from social media vaginal swelling. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added- vaginal swelling. Reporter information were added. On (B)(6) 2020: plaintiff fact sheet received. Onset date of event menorrhagia, vaginal haemorrhage, weight decreased, gastrooesophageal reflux disease were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and abdominal pain lower ("cramping"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia and pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.